Manufacturer narrative:
Upon review of this customer issue, it was determined to be reportable as an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. A customer reported ((B)(4)) that an incorrect study was attached to a patient and they were trying to delete the images. They were unable to delete the images from the study. This was determined to be a potential safety issue in the event the information could not be corrected on the study, leading to a potential misdiagnosis.